Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, normal wear and tear was noted, the device exhibited communication error e116 shortly after powering up, and after soak testing, error e117 did not occur on the unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit exhibited communication error e117. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because e117 was not duplicated during evaluation, a specific root cause could not be identified. However, the service manual indicates "e117 showed ccu failure (the image developed does not display normally) (communication interruption), and it was confirmed that the possible failure points were the power unit, v mb harness, v part set (the unit with the simple image development processing function), power unit, gpu part set (graphics processing units), and cpu, mb(mother board. (See service manual on page 4-13.)". Regarding the e116 error was likely caused by dimm (main module main memory) module. According to the service manual, "e116 indicated ccu failure (the developed image is not displayed normally) (communication repeat), and it was confirmed that the possible failure positions were cpu fan, gpu fan, dimm (memory module), gpu(graphics processing units), cpu, mb(mother board, ssd (internal memory), and power. (See service manual on page 4-12.)". Olympus will continue to monitor field performance for this device.